Event description:
The handheld and flashcard were returned to the manufacturer on (B)(4) 2012 and analysis has since been completed. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis of the returned handheld, it was identified that the handheld would not power on. The cause for the anomaly is associated with a swollen main battery that prevented main battery cover from seating properly and registering a false open battery latch condition. No further anomalies were identified during the analysis.

Event description:
Follow-up with the physician's office revealed that the handheld was usually stored inside a drawer. The handheld was not exposed to any extreme temperatures, stored or transported with any metal objects, or accidentally dropped/ mishandled.

Event description:
Was reported by a physician that his programming system would intermittently freeze on various screens. Per the physician this problem has been occurring over the past month. They explained that they have tried performing hard resets, but this sometimes doesn't resolve the issue right away. A new handheld was shipped to the physician, however the handheld in question has not yet been returned to the manufacturer for analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
The initial report inadvertently reported the date of event incorrectly as it was reported the event had occurred for about a month prior to the report on (B)(6) 2012. The supplemental report #1 inadvertently did not report the serial number.